Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly does not turn on when test strip is inserted, but meter turns on manually using power button. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing, was found to function properly, and no faults were found. The test strips also passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.